Event description:
It was reported that customer experienced 20a alarm related to cartridge while using pump, with no additional event details or blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Customer chose not to return pump, no replacement pump was issued, and no further actions or information were received regarding outcome of event.